Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were in the process of transferring a 300+ lb resident when the lift started to tip over. There were two assistants there who guided the resident to the floor. There were no apparent injuries to the resident however, she was taken to the hospital for a medical exam and released the same day. Facility described the condition of the lift as "the right leg is fine, the left leg slides in and out freely". Manufacturer issued (B)(4) under complaint (B)(4) to get lift back for evaluation.